Manufacturer narrative:
The insulin pump was received with operating currents within specifications. No unexpected replace battery now alarms noted. Low battery alarm and power error confirms in the long trace. Analysis confirmed the pump alarmed low battery and then alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The pump was received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received excessive replace battery now alarms and battery would drain every hour. Customer's blood glucose was 20 mg/dl. It was reported that insulin pump did not receive a low battery alert prior to alarm. It was reported that insulin pump would need to be replaced.